Event description:
The doctor reported the bur came out of the handpiece and fell into the patient's mouth during a dental procedure. The doctor believes the patient swallowed the bur due to the absence of the bur in the suction trap. The patient was aware of the event and chose not to go to the hospital for evaluation. The doctor instructed the patient to contact him if patient experienced any complications.